Event description:
Programming history database periodic review was performed. A high impedance event has been verified. Data suggests that the patient may have had a lead replacement surgery but this has not been confirmed. No additional relevant information has been received to date.